Event description:
It is reported that a customer called regarding issues with their sensor on their insulin pump. The issue was that the sensor glucose was a lot lower than the blood glucose. The patient's blood glucose was at 148 mg/dl. The customer was helped with troubleshooting and it seems that the sensor glucose was not responding well to the changes to the blood glucose. The customer was informed that changes in the blood glucose can result in inaccurate calibrations in the insulin pump. The customer was advised that the position or advanced pressure in which the sensor was in could be the cause of the issue. The customer was advised to monitor the situation and to call us back if there were any issues. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.